Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump due to the usb port being damaged. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.